Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the closure device moved from its position post procedure. In (B)(6) 2016 a left atrial appendage (laa) closure procedure was performed. The patient's anatomy was "broccoli" shaped and there was some difficulty positioning the watchman access system deep enough. There were attempts to position two 27mm watchman ® laa closure devices; both were fully recaptured due to their position being too proximal. This 30mm watchman ® laa closure device was then deployed and partially recaptured once. It was deployed again and released. The compression was noted to be on the high end between 20 and 35%. There was no visible leak on the echocardiogram. In september 2016 the patient returned for routine follow up. The echocardiogram revealed the closure device was still in the laa, but was in a different ¿canted¿ orientation from where it was implanted. It was slightly deeper and tilted within the appendage. A CT scan revealed the flow went in the right side of the device on echo and around and out the left side. The jet was 4mm. The physician left the patient on warfarin for another 3 months and will reassess at that time. There were no patient complications reported and the patient's status is fine.